Manufacturer narrative:
The complaint sample was returned for evaluation. Included within this return were two lens cases. It is unknown which lens case is associated with the complaint lot reported. Consequently, both lens cases were evaluated alongside the complaint bottle. The evaluation involving the first lens case and complaint bottle revealed that the results of the chemical testing performed were consistent with shelf life limits. The evaluation involving the second lens case and complaint bottle revealed that the results of the chemical testing performed were consistent with shelf life limits; however, the evaluation revealed it did not meet all product requirements with the returned lens case. Concomitant medical products was not provided in the initial report.

Manufacturer narrative:
Consumer reported experiencing a burning sensation while using the product. Consumer reported using the product as directed. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation.

Event description:
Consumer reported experiencing a burning sensation while using the product. Consumer reported using the product as directed. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.